Event description:
Customer is requesting replacement of a defective interconnect cable used on the system 9800. No patient involved.

Manufacturer narrative:
A ge service representative was advised that intermittent noise on the image was reason for replacement. Replaced interconnect cable and checked for proper operation.